Manufacturer narrative:
The customer contacted a siemens customer care center. The customer indicated that quality controls (qc) were within acceptable ranges at the time of the event. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. The cse ran full service methods on this instrument, which recovered acceptably. There were no errors in the error logs. Then, the cse replaced the bent integrated multisensor technology (imt) probe, cleaned the cuvette ring cover ports near the reagent 1 sampling area, and cleaned and wiped down each cuvette washer probe/dryer probe. After, the cse ran full quick check, performed auto alignment on the photometer and reset the instrument. Then, the cse ran a 6 patient correlation study, which recovered acceptably after the service was performed. The cse also reviewed qc over the past 2 days and determined that there were no outliers. No further discordant sodium (na) or potassium (k) results were observed after the service was performed by the cse. The affected imt probe potentially contributed to the falsely, elevated na and k results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample and a discordant, falsely elevated potassium (k) result was obtained on another patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The patient samples were repeated on an alternate dimension vista instrument. The repeat results were reported, as the correct results, to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.